Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed occasional oversensing of right ventricular (rv) deflections which were marked as ventricular fibrillation (vf), which initiated post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc) and extended v-a timing. Programming assistance was requested to find an option that still allowed for a lower rate limit (lrl) of 80 beats per minute (bpm). The morphology was different for rv deflections marked as vf. Technical services (ts) discussed troubleshooting options and programming considerations. All intervals were 253 msec and some were marked [rvs], however extending the rv refractory to 260 ms would address this. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that lv capture was confirmed. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed occasional oversensing of right ventricular (rv) deflections which were marked as ventricular fibrillation (vf), which initiated post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc) and extended v-a timing. Programming assistance was requested to find an option that still allowed for a lower rate limit (lrl) of 80 beats per minute (bpm). The morphology was different for rv deflections marked as vf. Technical services (ts) discussed troubleshooting options and programming considerations. All intervals were 253 msec and some were marked [rvs], however, extending the rv refractory to 260 ms would address this. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.